Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length and fractured approximately 78.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the sr wire was fractured and the embolization coil was detached from the pusher assembly. Fracture of the sr wire typically occurs due to forceful retraction of the podj against resistance and will cause the embolization coil to detach from the pusher assembly. Further evaluation revealed the pusher assembly was kinked in multiple locations and fractured. These damages may have occurred due to repeated forceful advancement and retraction of the podj against resistance. Some of the damage observed on the pusher assembly may have been incidental and may have occurred during packaging of the device for return to penumbra. The od of the embolization coil was measured and found to be within specification. Due to the extensive damage observed on the podj, the root cause of the resistance experienced during the procedure could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while advancing a podj coil through a non-penumbra microcatheter, the physician encountered resistance and was unable to advance the coil completely through the microcatheter. After attempting to reposition the microcatheter and not wanting to force the podj coil through, the physician decided to remove the coil. While removing the podj coil, the physician also encountered resistance. The procedure was then completed using a new podj coil, ruby coils and the same non-penumbra microcatheter. It should be noted that the physician did not maintain a continuous flush but did use a rotating hemostasis valve (rhv) and flushed the microcatheter prior to inserting the coils. There was no report of an adverse effect to the patient.